Manufacturer narrative:
Product event summary: the lead was analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report a toning from the device. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had an impedance out of range warning for high impedance. The lead was partially removed and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion was received but full analysis could not be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.